Event description:
The customer stated that she was hospitalized due to diabetic ketoacidosis, with a blood glucose of 876 mg/dl. The customer stated that she gave a bolus for a blood glucose of 600 mg/dl, but she continued to have elevated blood glucose, and by the next morning she was feeling so bad that she went to the emergency room. Troubleshooting was performed, and the insulin pump passed the displacement and self tests. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.